Manufacturer narrative:
Ocd initiated a failure investigation under (B)(4).

Event description:
Ortho provue software version 3.1: the issue was discovered internally and following scenario occurred: while performing iat xm testing, the system failed to dispense plasma after clot detection (maqerrcode4 ). Although no sample was dispensed, no error code was posted and test results were reported by the system.